Manufacturer narrative:
Updated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e433 error could not be determined, however, the connection cable between the hvps board and generator board was replaced as a possible cause of the error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator esg-400 experienced an e433 internal hardware error when turned on. The customer turned the device on, and the error persisted. The issue occurred during preparation for use. There were no reports of patient harm.